Manufacturer narrative:
MFR site : updated contact info, date rec¿d by MFR : 03mar2019. This customer returned gds system was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set at 30%, the unit measured 22.1%. The fse replaced the flow sensor assembly and the issue was resolved. The fse also replaced the blower assembly, battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter as part of preventative maintenance.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.